Manufacturer narrative:
Date of report: 05dec2018. Date of manufacturer: 04dec2018. Multiple attempts were made to obtain the repair information for the unit, however, no response was received. No parts were returned to philips for investigation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05nov2018. Serial number not provided. Reporter phone number invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an error indicating the device was not powering on battery at all. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.